Event description:
An event log review was requested to determine keystroke programming by an rn for a possible overinfusion of nafcillin. The reporter does not allege pump malfunction and stated that the rn may have misread instructions on bag, overruled guardrails within soft limits and infused the medication too fast. There was no report of patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.